Event description:
On (B)(6) 2011, it was reported that a catheter that had been explanted on (B)(6) 2010, was found to have been dislodged which was leading to increasing doses and poor pain control. The system was replaced on (B)(6) 2010. Dilaudid had been used in the pump. No hospitalization was reported, and the outcome was recovered without sequelae. Add'l info will be reported if it becomes available.

Manufacturer narrative:
(B)(4): the primary analysis finding was no anomaly found - normal device function.